Manufacturer narrative:
High bg - 213,71.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery jumped from 65% to 100% suddenly. Customer reported blood glucose level was 172 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer experienced an elevated reported blood glucose (bg) level that day of over 300 (mg/dl). The customer stated they drank juice and forgot to bolus. A correction bolus via the pump was delivered to address bg level.